Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date; (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Black hair was found wrapped around the 1/4 inch neuro sponges. Per distributor: the dark colored hair was found when the case was being set up upon opening the sterile field, it was wrapped around the cottons when the tech went to count them. No delay over 30 minutes and no adverse consequences to the patient. We removed the cottons and were bagged with the hair to be returned to cspd. We pulled another table into the room opened new sterile table drapes and removed the items that were not affected by this finding, set up the new sterile table and replaced the affected items out of the omni and started the case.

Manufacturer narrative:
The product is manually placed in a sealer. The operation is performed in a iso class 8 cleanroom. The requirements for this environment include a hair-net and gown with long sleeves. The hair contaminating the product appears to be the type which would be contained by the hairnet.the complaint was reviewed with the responsible operators to raise awareness of the issue and to gather any ideas for improvement. The scenario above is a very rare occurrence. We have seen very few complaints for this particular failure mode. We will continue to monitor customer complaints to ensure this is not a developing trend which will require corrective action. At the present time this complaint is closed. Device discarded.